Event description:
An atb balloon was used on a patient and the balloon ruptured. The balloon circumferentially ripped and was dislodged in the vessel. An attempt was made to remove the remaining piece and was unable to remove it. The patient was then taken to surgery to remove it from the vessel. The patient suffered no adverse events. It was not known if there was air left in the line to cause the rupture. The tech was not aware of to what atm the balloon was inflated.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Therefore, without the actual complaint device and due to the limited information provided as to the amount of atm applied, we are not able to determine with certainty why the balloon may have ruptured. We have seen circumferential tears in the balloon material after a longitudinal rupture has occurred. However, without the actual device we can not confirm with certainty if a true circumferential tear occurred. In addition, we have seen this type of failure occur when the device is inflated in a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present and/or the device exceeded the rated burst pressure. We do caution to not exceed the rated burst pressure that is provided on both the product label and the strain relief as rupture may occur. This product line is inspected 100% by our quality control department prior to shipping, ensuring the balloon properly inflates to the specified parameters and rewraps properly when negative pressure is applied. We also verify the shaft material is free of bends, kinks and other surface imperfections. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar occurrences.